Manufacturer narrative:
A1 and h6: additional information was provided that there was no patient present at the time of the event. The issue occurred during testing.

Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis in a good condition. Event log history was performed and indicated that no evidence existed in history to support the user's reported complaint. During analysis, the reported "fails accuracy" problem was not able to be duplicated. Test results of -2.45%, -0.49%, and -1.80% were all within the internal specification of +/- 3.0%. It was noted that the customer's accuracy test setup or procedure was incorrect and was the cause of the reported issue. Service will perform standard periodic maintenance. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths medical cadd legacy pump failed accuracy (-11.55%). No adverse effects were reported.